Event description:
A 40 cm graft was implanted in the patient's forearm for use as hemodialysis access graft. Approximately two years postoperatively, the graft appeared enlarged. The physician elected to remove the graft and a new access was created using a eptfe graft. The device history record was reviewed the device had been manufactured following all documented procedures and had demonstrated conformance with all criteria for acceptance. The cause has not been determined, however, cannulation and increased pressure due to downstream stenosis are known to be associated with similar occurrences in access grafts.

Manufacturer narrative:
The pathology laboratory is in the process of examining their procedures to determine whether the preserved material can be provided to the manufacturer.